Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the therapy electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed prednitop ointment for the skin irritation. Follow up indicated that the patient took the lifevest off for a week, used cortisol ointment, and followed the physician's recommendations. It was reported that the patient's skin irritation improved.